Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an implant procedure on (B)(6) 2019, the patient experienced leakage from the cervical site, developed an infection, and was hospitalized.

Event description:
Additional information was received that surgery occurred to explant the lead.

Manufacturer narrative:
Selection was mad as it was left undone in previous reporting.

Event description:
Additional information was received that the patient has recovered from the infection.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the infection did not actually clear, and surgery may occur as a result to address the issue.